Event description:
It was reported that the patient's right ventricular (rv) lead exhibited far p wave oversensing and caused the patient to be inappropriately shocked. A chest x-ray was performed and discovered that the rv lead had become dislodged. The rv lead was repositioned on (B)(6) 2025. The patient was stable.